Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 failed to open. A field service engineer (fse) identified damaged slides and replaced the slides to resolve the issue. Fse also identified that the latch mount was incorrectly installed and reinstalled it correctly. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station rc-surg drawer 6 did not open or pop open, customer had to manually pull the drawer to access the pocket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.